Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that upon removal of the sensor pod, patient states he noticed the canula was sticking out from the sensor insertion site. The sensor was inserted on (B)(6) 2015, and the event occurred on (B)(6) 2015. On (B)(6) 2015, dexcom contacted the patient. Patient clarified that the sensor wire was left in the patient's skin, and not the canula. Patient sought medical intervention from the his physician to speak about potentially removing the wire. Patient states there is mild discomfort at the site of insertion, which he attributes to the wire. No additional patient or event information is available.